Event description:
Distributor returned the twist drill because it did not have the depth stop. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of eval: eval results as received from howmedica leibinger gmbh indicate that the cause of this event cannot be determined.